Event description:
Ivus catheter would not advance past the left iliac with access on the right. Provider attempted to pull the catheter back, the catheter transition from the orange broke off into the body. Had to use another sheath for left femoral access to snare and retrieve it. Provider does not believe that ivus 0.014 is appropriate for up and over the leg angio's.